Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment. The operator inadvertently left the saline line unclamped allowing air to enter the circuit. Rinseback was not performed due to the amount of air, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss event and venous air alarms are attributed to user error as the operator inadvertently failed to clamp the saline line at the start of treatment. The cycler alarmed appropriately. The user's guide provides adequate instructions for pt connections and treatment procedures. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.